Manufacturer narrative:
The appliance was removed and the patient was prescribed an antibiotic ointment (lysine) and an oral rinse solution (peroxyl) for treatment. A new appliance was fabricated and has been placed, without further incident. To date, the patient is doing fine and has fully recovered.

Event description:
A doctor alleged that a patient had experienced irritation of the tongue due to the position of the tpa wire on the herbst device.